Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr xl. Update from (B)(6) spreadsheet 21st dec 2011: products, hip affected, hospital, desc. Update - added reason for revision and amended revision date. Taken from claimsuite dated 16th september 2014. Reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient. For right side see (B)(4). Update - amended implant date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4) reason for original complaint - asr revision left asr xl. Update from (B)(6) spreadsheet 21st dec 2011: products, hip affected, hospital, desc. Update - added reason for revision and amended revision date. Taken from (B)(6) dated 16th september 2014. Reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient. For right side see (B)(4).

Event description:
Asr revision.left asr xl.update from (B)(4) spreadsheet (B)(6) 2011: products, hip affected, hospital, desc.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Left asr xl. Update from crawford's spreadsheet 21st dec 2011: products, hip affected, hospital, desc. Update - added reason for revision and amended revision date. Taken from claimsuite dated 16th september 2014. Reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient. For right side see (B)(4). Update - amended implant date. See email dated 17th october 2014. Update: 29 june 2015. Added stem details with manufacture and expiry dates and added expiry dates for cup, head and sleeve. Taken from claimsuite update 29 june 2015 ((B)(4)).